Event description:
It was reported that the dressing not absorbing the exudate onto the pad however it was pooling under the dressing. Furthermore, allergic reaction to the adhesive were also reported by two patients in the clinic.